Event description:
It was reported that a home patient (hp) had a high drain/call peritoneal dialysis (pd) nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during use at the end of the therapy. Per hp had been doing a fill of 2000 ml with a manual bag and connecting to the hc to drain in the initial drain after 6 hours. The technical service representative (tsr) explained the alarm and checked the initial drain alarm which was set to 0 ml. The hp did not have a programmed last fill. The hp was going to call the registered nurse (rn) to setup the initial drain alarm. The total ultra filtration (uf) was 4521 ml. The manual fill was 2000 ml. The initial drain was 39 ml. The cycle 1 uf was 2745 ml. The cycle 2 uf was 869 ml. The cycle 3 uf was 412 ml. The cycle 4 uf was 495 ml. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed and a cause could not be determined. There were no issue(s) found in the device history record related to the reported problem and the review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. If additional or relevant information becomes available, a supplemental report will be submitted.